Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Multiple therapy fluid air detection cautions occurred followed by a blood leak alarm during a routine hemodialysis treatment. There was no visual evidence of an actual blood leak. The alarms could not be resolved. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was reported.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as instructed in the user's guide. The exact cause of the reported alarms is not known. The blood leak alarm was most likely due to air in the fluid circuit interfering with the blood leak detector signal. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. There have been no similar problems reported on this lot of cartridges. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.